Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the device spit clips. (Did not fall into pt). The case was completed with another instrument. There was no pt consequence.